Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing was performed. The downstream occlusion (dso) sensor had too much loctite that gets inside dso sensor and caused the issue. The dso sensor was replaced.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited 'cassette not attached' error. There was unknown patient involvement.